Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. It is likely that the foreign material may not have been removed because the device was not reprocessed properly due to a leak in the bending rubber (a-rubber) which caused water tightness to be lost. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling device in accordance with the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, white foreign material was observed in the air/water cylinder, tube, and jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.